Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6)2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated they had to have the most recent implant removed on (B)(6) 2024 because it stopped working and was shocking him.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were feeling a low voltage burn when they turned their head to the left and the issue began about 2 weeks ago. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent provided phone number to page a rep.

Event description:
It was reported there were high impedances with electrodes 7, 9, and 15 reading over 30,000 ohms. Several impedance tests were run, and x-rays of leads done to confirm placement. Patient also reported painful shocks that feel like stabbing. Uncomfortable burning sensation was reported around the leads. The leads with high impedance were revised. The issue of overstim was ongoing and removal was requested. The issues are attributed to the leads and ins. The issue is ongoing and the cause not determined, but the rep reported they would submit any new information that becomes available. On 2024-aug-27 rep called back and reported the patient (pt) was having overstimulation issues with occipitally placed system. The pt was having brain sensations, not getting stim at high ma and then other times was getting shocked. Their leads had high impedances. The leads were replaced but the issue persisted. Yesterday the entire system was explanted. The reason for call was: the caller wants to send all products (leads/ins) back for analysis but the pt wants to keep the ins even though there is the possibility that the ins was a part of the issues presented. Caller wants to know if the pt can keep the ins and what that would mean as far as any future considerations.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024. Explanted: (B)(6) 2024. Product type lead product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2024. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6) implanted: (B)(6) 2024. Explanted: (B)(6) 2024. Product type: lead. Product ID: 977a260. Serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2024. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient had received the device and leads at their request in september and would not be returned.

Event description:
Additional information was received from the manufacturing representative. Rep reported that the implant (ins) would not be returned, but the leads will. Rep spoke to medtronic legal liaison for advice on how to follow through with patient request to receive device. The device has been returned to the patient at their request. Mailing date will be determined. Cause of burning sensation was not identified. During lead replacement all impedances were green. Following explant symptoms resolved. Patient has had 3 neurostimulators that have been unsuccessful at this time. Doctor has been followed up with at every step of the encounter including returning the ins to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.